Manufacturer narrative:
Other, other text: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed as pump was in good condition. Performed functional checked and performed nda-testing of a calibration due date of (B)(6) 2024. Psi station 1 with an identification number of e2410 and a calibration due date of (B)(6) 2023. The reported "fail occlusion" problem was not duplicated. The device passed calibration and pressure tests with 19 psi. The event log showed multiple high alarm displayed: cassette not attached properly. Replaced downstream occlusion sensor. Service history review (in previous year): no repair in last year. Service history review (in previous year): no repair in last year.

Event description:
It was reported that the pump failed occlusion. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.